Event description:
Patient #2. Clinic reported a weight gain of 4kg during the treatment. There was no pt injury or medical intervention. The customer was advised to check the ultrafiltration (uf) pump and the balance chamber valves. On 08/19/1999, the customer informed the MFR that balance chamber valve vb4 was sticking open.